Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 400 mg/dl. Custome cannot remove the battery cap. The insulin pump will be replaced. Customer also mentioned a hospitalization. The blood glucose reading at the time of the event was 400 mg/dl. Customer had an ear infection. Customer was given medication. Nothing further reported.